Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged, the gear, side plate and bottom roll were worn, and the unit was out of calibration. The comb, gear, side plate, and bottom roll were replaced and the unit was calibrated to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the wrist no longer drives the expansion rollers during surgery. No harm, no delay. Investigation found that the comb was damaged. No adverse event was reported as a result of this malfunction.